Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the device displayed its service indicator and had an event code logged in its memory. The event code logged in the device's memory is indicative of a failure of the device to charge for defibrillation energy. As a result, defibrillation therapy may not be available, if it was needed. There was no report of patient use associated with the reported event.